Manufacturer narrative:
A picture was provided by the customer. The investigation is ongoing and a follow up report will be submitted once the evaluation is complete. (B)(6)

Event description:
During the procedure with the patient under anesthesia the needle broke and the doctor when trying to finalize the procedure of sample collection occurred an accident the needle pierced the doctor's hand.

Manufacturer narrative:
There were no samples returned; however, the customer did provide images. The super-core device snap fit cap front and rear latch tabs had broke. The exact root cause is unable to be determined with the confidence; however, a possible root cause is that the snap fit cap front and rear latch tabs had broke or were damaged during transportation to the end user. To prevent the tabs from breaking, the radius of the tabs were increased.